Manufacturer narrative:
A ge service rep performed an on site investigation. The memory was reset and the power supply checked during the service call.

Event description:
The customer reported that the 9900 system locked up during a case. No pt injury was reported.